Event description:
As physician was withdrawing arterial sheath from right femoral artery after cardiac cath, the introducer sheath separated into the shaft which remained in the pt and the side port/hemostasis valve. The pt went to the or for successful removal.